Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4 batch #: z7042k. Additional information was obtained: -all blade fragments were retrieved after falling out into the body. -no additional procedures were performed on the patient. -the product involved and the broken blade fragments are scheduled to be returned. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged. In addition, the blade tip was damaged tip off returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing to the energy system, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Additionally, photos were provided and they showed the condition of the reported event. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7042k, and no non-conformances were identified.

Event description:
It was reported that, during a vats lobectomy, the tip of the blade was chipped. The fragments have been retrieved, and no remains remain in the body cavity. It occurred when the device was not fully activated, and there was no impression of it gripping anything hard. The procedure was completed without using the energy device. There were no adverse consequences to the patient. No further information is available.